Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and calibrated the turbine but the issue still persists. The technical support informed that the issue might be attributed to the turbine or main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the vela ventilator experienced a vte and vti are high and out of range. The cit is reported to vyaire medical that the vela ventilator experienced a vte (end-tidal volume ) and vti (inhaled tidal volume) are high and out of range. The customer confirmed there was no patient involvement. The customer confirmed there was no patient involvement.